Manufacturer narrative:
The devices were not returned and the lot number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of transfer sets would not completely close. Further reported, "seems harder to close the transfer set completely." This issue was noticed during unspecified process steps of peritoneal dialysis therapy. There was no patient injury, however, the patients were given antibiotics prophylactically. No additional information is available.